Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that after the magnetic resonance imaging (MRI), when the health care professional (hcp) went to remove the tracker, the hcp described that the patient had a white mark that appeared to be a burn on the patient. The burn was on the patient scalp. The burn was under the scalp, and the cause of the burn was unknown. There was no delay to the procedure.

Manufacturer narrative:
H2) correction was made to section b1, b2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer of the MRI system indicated that the issue was not with any failure of the magnetic resonance imaging (MRI) system. The burn was caused by a wire contacting the patients scalp. The site noted that the patient tracker is conditionally safe, as long as certain instructions were followed. However, due to limitations involving the sterile field, the surgeon was unable to follow the instructions entirely, which most likely led to the tracker overheating. The burn was noted to be 2cm at the center, with a 1 cm red ring around it. It was also described as being the size of a nickel. The site stated that they try to adhere to the attached positioning instructions provided by medtronic however they have not complied with instruction #2. The #2 step in the instructions states that the "length of cable between the tracker and the cable bundle must be less than 20cm." The surgeon was unable to perform a workflow which complies with this instruction. In the surgical portion of the procedure, the cable is plugged into the stealth system and exposed to the floor making it non sterile. The tracker portion is attached to the patient's head and is underneath the sterile drape. When the patient is brought back into the MRI, the surgeon is unwilling to recoil the non-sterile cable due to risk of infection. For this reason the length of cable is left to run down the side of the patient and was estimated it to be at least double (40cm) in length to what the medtronic instructions dictate. After evaluating the event, an mr imaging specialist identified two workflow related errors that may have contributed to this event. Medtronic recommends that while positioning the device in the scanner, the distance between the tracker probe and the cable bundle should not exceed 20cm. The mr representative confirmed that this patient was scanned with this length of cable extending at least 40cm. Medtronic also instructs that device is conditionally safe as long as the sar while scanning does not exceed a certain threshold. The burn was noted was noticed immediately after the sterile drape was removed. There was also noticeable thermal damage to the tracker. The mr manager provided that the patient was evaluated by wound care after the incident, and was diagnosed with a 2.5cm by 1.8cm full thickness burn surrounded by a .5cm rim of erythema. The patient was treated with first aid and recommended dressing changes every other day. The patient was referred for a follow-up appointment with plastic surgery. The mr manager stated "it is the consensus here at the hospital that we do not believe the patient burn incident of (B)(6) 2019 had anything to do with the system itself, but had to do either with the specific absorption rate (sar) values used, the length of the coil of wire on the stealth device, the orientation in the bore or possibly a combination of any or all three."

Manufacturer narrative:
The tracker was returned for analysis. The tracker was returned with the plug end cut off. Due to the condition of the tracker, analysis was inconclusive in determining the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.